Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm1) was returned for failure analysis, and the reported issue was confirmed and replicated. System logs found 25745 error, confirming the fault occurred in the field. A visual inspection found fluid residue that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where the ins buttons test was found to be failing on the tornado down button, replicating the reported event. Once testing was completed, the insertion switch assembly was tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis concluded that the insertion switch assembly axes controller spar button (acsb3) was found to be the root cause of the reported event.

Event description:
It was reported that the customer indicated the universal surgical manipulator (usm1) had been exhibiting articulation issues. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no faults. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to articulation issues. The system was tested and verified as ready for use. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.